Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 168 mg/dl. The alarm reoccurred after inserting a new battery. The customer was advised that insulin pump will be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All operating currents are within specification. No unexpected failed battery or battery out limits alarms noted. Unit functioned properly. Unit was received with minor scratched lcd window and cracked reservoir tube lip.